Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. However, pump error 63 alarm during self test and confirmed in the pump history due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer did not feel like checking their blood glucose while at work but delivered a bolus. The customer was at 140 mg/dl at the time of the call. The customer was given juice and glucose to treat. The customer experienced symptoms such as nausea, dizziness, and a headache. The customer was wearing the insulin pump during the incident. The customer got a hardware low level failures alarm during a pump self test. Troubleshooting was completed and the pump passed testing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.